Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced significant bleeding after trying to apply a sensor on her left arm because she took blood thinners. Despite initial efforts to control the bleeding, it persisted, prompting the patient¿s nurse to arrange for an urgent visit to the emergency room (ER). Upon arrival at the ER, the medical team determined that stitches were necessary to stop the bleeding. They cut the skin and stitched just to stop the bleeding. In addition, gelfoam was administered to aid in hemostasis. The intervention was completed successfully, and the patient was discharged the same day, as it was managed as an outpatient case. Post-discharge, the patient was recommended to take tylenol as needed for pain management. The patient was still in pain during the call 5 days later. There was no documentation of further medical evaluation or intervention. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code - e2010 needle stick/puncture.